Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve; two valves were used during the procedure for an unknown reason. A minor hemorrhage was observed and one unit of blood was transfused. No additional adverse patient effects were reported.